Manufacturer narrative:
Inserted a test sc1 cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The following were noted during visual inspection: cracked down, up keypad buttons. The pump passed the displacement, rewind, prime/seating, basic occlusion, and force sensor tests. Attempt to upload the patient¿s data using carelink was successful. The case was cut open. There were no signs of previous moisture presence, corrosion on the boards, motor assembly inside the case. In summary, the customer¿s report of being unable to upload carelink data was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and customer alleged app issue during their interaction on their last meeting, unresolved carelink upload error and faulty insulin pump. The event involved products mmt-1885. Troubleshooting was not performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The products mmt-1885 will not be returned for analysis.